Manufacturer narrative:
Additional information: d4: expiration date (update the null value to n/a), d9, h3, h6 (update codes), and h11. H11: the actual device was received for evaluation. A visual inspection was performed which did not identify any abnormalities that could have contributed to the reported condition. A functional test was performed and the blister packaging was difficult to open. The reported condition was verified. The cause of the issue was determined to be a missing tyvek peel tab. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the packaging of a dual luer lock cap was missing the usual pull-open tab, which made it difficult to maintain the sterility of the cap. Additionally, the "open here" end of the packaging was sealed shut, nurses needed to use scissors to open the package. This occurred during unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.